Event description:
It was reported that the patient arrived in the emergency room with pain in the belly. The physician was not able to interrogate the device. One and a half months prior to this, the device was interrogated and the threshold was a little high and the longevity feature projected 4 to 19 months remaining. The device reached elective replacement faster than the longevity feature projected and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.